Event description:
Pt underwent mastopexy with saline implant exchange. The chief complaint prior to surgery was mammary ptosis. Pt underwent breast lift approximately eight months ago with unsatisfactory results.